Event description:
It was reported that during visit to vat incidentally mentioned a PICC was given to them in a bio bag. PICC had a label on one of the lumens saying hole was noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc catheter was returned for evaluation. Residue and evidence of use was present throughout the device. A partial break in the purple hub extension leg was observed at the proximal end. The red hub was found to be intact . The red hub was flushed with water and no leaks were noted. The purple hub contained a leak at the location of the partial break. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. Based on the condition of the returned sample, possible contributing factors include material fatigue caused by repeated kinking of the hub and damage during handling. Since a partial split was observed to be present in the extension tubing, the complaint is confirmed; however, the exact contributing factors remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during visit to vat incidentally mentioned a PICC was given to them in a bio bag. PICC had a label on one of the lumens saying hole was noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.